Manufacturer narrative:
The pump was received with intermittent esc and act button response due to a flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 7 mmol/l. The customer stated that the pump had several intermittent button responses. The customer stated that the buttons had to be pressed for longer than 3 minutes. The customer stated that they did a battery change but the anomaly still persists. The customer will be sent a replacement pump.